Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did report a motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the rewind, idle current, run current, self test, off no power, basic occlusion, prime and displacement tests. The pump was received stuck in the motor error alarm loop and a motor position encoder error alarm was noted in the alarm history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart, occlusion, or excessive no delivery alarm tests due to the motor error alarm. Unable to verify the excessive no delivery alarm due to the motor error alarm. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.